Manufacturer narrative:
Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the guidewire revealed the distal tip detached exposing the tip of the metal corewire, approximately 0.7cm. Presence of adhesive remnants was found indicating that the pebax was properly attached to the corewire. No evidence of corewire fractured. The complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. Based on all gathered information, the most probable root cause is handling damage. There is an investigation in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-03795, 3005099803-2014-03796 and 3005099803-2014-03797 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician noticed that the hydrophilic tip of the jagwire guidewire was detached after it went into the bile duct exposing the tip of the metal corewire. The detached tip was retrieved using a retrieval basket. During the unpacking of two more jagwires, the hydrophilic tip detached exposing the tip of the metal corewire. The procedure was completed using a fourth jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-03795, 3005099803-2014-03796 and 3005099803-2014-03797 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician noticed that the hydrophilic tip of the jagwire guidewire was detached after it went into the bile duct exposing the tip of the metal corewire. The detached tip was retrieved using a retrieval basket. During the unpacking of two more jagwires, the hydrophilic tip detached exposing the tip of the metal corewire. The procedure was completed using a fourth jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.